Manufacturer narrative:
Concomitant bwi products: product: carto 3 system; us catalog # fg540000; serial # (B)(4). Product: stockert 70 rf generator; us catalog # s7001; serial # (B)(4). Product: coolflow irrigation pump; us catalog # cfp002; serial # (B)(4). (B)(4).

Event description:
During an idiopathic ventricular tachycardia procedure, it was reported that high impedance of 500 ohms was displayed when the thermocool sf nav bi-directional catheter (lot # 16013102l) was deflected. The catheter was moved to a different chamber of the heart and the cables were exchanged with no resolution. It was stated that the impedance was observed normal when it was not deflected. The issue was resolved by exchanging the catheter for another thermocool sf nav bi-directional catheter (lot # 16013107l) and the procedure resumed. After exchanging the catheter, the patient blood pressure dropped during the case and an echo confirmed a pericardial effusion. Pericardiocentesis was performed and approximately 450 cubic centimeters (cc) of fluid was removed. The patient was stabilized and the case completed after the drain. The physician stated that the incident happened while not ablating when the catheter (lot # 16013107l) was deflected at the apex right ventricle. On (B)(6), received additional information requested from bwi representative stating that for the impedance issue with the thermocool sf nav bi-directional catheter with lot # 16013102l, there was no ablation occurred or attempted to ablate during high impedance. The cut-off setting on the generator was 250 ohms. In regards of the involved catheter with lot # 16013107l, while obtaining geometry in the right ventricle the patient became hypotensive. A transthoracic echo was performed showing a pericardial effusion and a pericardial drain was quickly performed (460 cc¿s of fluid was removed). The outcome of the patient was a full recovery. The causality of this event was procedure related.

Manufacturer narrative:
(B)(4) during an idiopathic ventricular tachycardia procedure, it was reported that high impedance of 500 ohms was displayed when the thermocool sf nav bi-directional catheter (lot # 16013102l) was deflected. The catheter was moved to a different chamber of the heart and the cables were exchanged with no resolution. It was stated that the impedance was observed normal when it was not deflected. The issue was resolved by exchanging the catheter for another thermocool sf nav bi-directional catheter (lot # 16013107l) and the procedure resumed. After exchanging the catheter, the patient blood pressure dropped during the case and an echo confirmed a pericardial effusion. Pericardiocentesis was performed and approximately 450 cubic centimeters (cc) of fluid was removed. The patient was stabilized and the case completed after the drain. The physician stated that the incident happened while not ablating when the catheter (lot # 16013107l) was deflected at the apex right ventricle. Both devices were returned and visually inspected. They were found in good physical condition. Each catheter was tested for electrical performance, temperature response and stockert compatibility and found within specifications. Furthermore, an irrigation test was performed and both catheters passed, no occlusion was observed. It was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheters were recognized by carto 3 system, no error messages were displayed and were properly visualized. Eeprom data demonstrates that the catheters were properly calibrated during manufacturing. Finally, a deflection test was performed and no anomalies were noted. The device history record (DHR) for each device was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheters passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.